Event description:
Unusual machine behavior was not highlighted by tolerance checking. Following treatment of field 1, it would appear that the second filed prescription was loaded correctly and displayed in the set and run columns. However, for some reason the gantry and diaphram rotation remained in the filed 1 position on the actual column and were not tolerance checked, allowing potential delivery. There was no adverse outcome. Treatment not delivered with the incorrect settings.